Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device failed to discharge energy twice. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device. It was found during evaluation that the device internal battery need replacement. The customer declined the repair, so the device was returned to the customer unrepaired without evaluation completed. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device failed to discharge energy twice. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.